Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair with the ilet, resulting in no glucose reading on the ilet until the ilet was restarted, after which the sensor connected and produced a reading. Symptoms included no clinical symptoms and no change in blood glucose. Outcomes included no injury, no medical intervention, and no interruption to therapy beyond the brief pairing failure. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that a device reboot restored communication between the cgm sensor and the ilet. It was concluded that the event was a temporary communication or pairing failure resolved by restarting the ilet, with the device functioning as expected after recovery and no patient harm.